Manufacturer narrative:
Initial.

Event description:
It was reported that a connector on the ilet pump would not properly attach to the device, despite the user trying a new connector; the connector could attach when no cartridge was inserted, and the user received an unable to proceed message during the fill tubing step after rewinding and attempting to restart the supply change process, consistent with a fitting problem involving the connector/coupler component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the connector/coupler that prevented proper fitting and progression of the fill process. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.